Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.

Event description:
The nurse complained of difficulty breathing while working in room where a tray of disopa was left open. The worker went to the ER and was prescribed prednisolone and the worker is doing well.